Event description:
PICC line trained staff attempted to place midline x 4 - unsuccessful; midline catheter noted to be flared at tip and unable to advance catheter into vein. FDA safety report ID# (B)(4).